Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022 a 25mm amplatzer amulet was selected for implanting using an amplatzer steerable delivery sheath. It was note that the amulet occluder was implanted after a couple of deployment attempts. About 30 minutes post procedure in the patient was noted to have unknown issues. It was noted that the patient had a cardiac arrest. A larger pericardial effusion was note. Two attempts were made to drain the pericardial effusion but the patient passed away the same day. The cause of the pericardial effusion was unknown. No additional information was provided.

Manufacturer narrative:
An event of pericardial effusion and patient death was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.